Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic right salpingo-oophorectomy, laparoscopic enterolysis, laparoscopic appendectomy, posterior colporrhaphy and cystourethroscopy due to prolapse, stress incontinence and pelvic pain. It was reported that patient underwent hepatectomy on (B)(6) 2009. It was reported that patient underwent orthotopic liver transplantation on (B)(6) 2009. No additional information was provided.